Event description:
It is reported that postoperative 2 to 3 months of the matrixorthognathic sagittal split plate and screws implant, the patient had infection. The right lower plate was explanted on an unknown date. There were 3 screws in the right lower plate and all 3 screws were loose. Surgeon also removed and cut half of the upper plate with 2 screws. However, the surgeon was unable to remove the other 2 screws in the plate. This is report 6 of 7 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.